Event description:
The reporter stated that the pump has been rebooting constantly with low battery warning and replace battery alarms. She confirmed that the battery cap is secure and that there was no corrosion in the battery compartment. The reported stated that the battery cap was last changed more than a year ago. The user guide instructs the user to change the battery cap every six months. There was no reported patient impact as a result of the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. The pump histories indicated that "replace battery" alarms occurred during the rebooting. The voltage in the black box was observed to be low, indicating a non-fully charged battery was in use. There was no damage found to the battery compartment. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. A "replace battery" alarm was reproduced during testing and the pump emitted the appropriate audio-visual alerts. The pump was exercised for 24 hours with no power issues occurring. Investigation determined that use error in not appropriately replacing the battery caused the reported rebooting. Unrelated to the complaint, evaluation revealed a dim display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.